Event description:
It was reported a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Five (5) days post index procedure, the patient presented with aphasia and was admitted to the hospital. Computed tomography (CT) and magnetic resonance imaging (MRI) were performed with no signs of stroke. The patient fully recovered and was discharged within twenty-four (24) hours.